Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During a call regarding the patient's current device, it was reported that the patient had an similar issue with their first implant, that resulted in a replacement. The issues with the current device were  greater than 4,000 ohms impedance, the patient not feeling stimulation (but feeling a sensation at the pocket site) and a suspicion that the lead had come out of connector block and was no longer making contact with the ins connector block.